Event description:
Pt with a shiley 8 xlt proximal cuffed trach where the blue female connection attaches and the flange attaches to the actual tube, came apaprt. The tube part went into the pt's trachea and the physician had to remove with a tweezers. The trach tube had been instilled in the pt in april 2004. The pt would have had this tube in at least 11 days. The inner cannula was not changed at all during this time. Extra information received in 05/04. Physician identified that the outer cannula tube had disconnected from the outer flange/connector and had become lodged proximally in the pt's trachea. While the pt's heart rate and respirations were restored, the pt did not regain consciousness. Pt died ten days later. The cause of arrest and the resulting death is now under investigation by user facility.